Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported sensor glucose 104mg/dl versus blood glucose 78mg/dl. She said early in the morning of (B)(6) 2024 her blood glucose went low and her sensor never alerted her. She said the lowest sensor glucose was a little less than 100mg/dl. She said she did not check her blood glucose when it was low. Her husband gave her glucagon to treat the low. When she eventually checked her blood glucose, it was 78mg/dl. Further troubleshooting was declined. Pump was used within 48 hours of the low. It was unknown if smartgaurd was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 78 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1884, mmt-396a, mmt-332a, mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended due to difference between sensor glucose and blood glucose values. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.